Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0mmx60mmx135cm sterling¿ balloon catheter was advanced to pre-dilate the lesion. However, upon 1st inflation, the balloon ruptured after being inflated for 1 second. The device was completely removed from the patient's body and the procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.